Event description:
It was reported that the pt had an infection. The device was scheduled to be removed, and needed to be turned off first, but the hcp could not successfully turn it off due to the injection. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the onset of the infection was (B)(6) 2011. The patient was placed on oral antibiotics prior to the leads and implantable neurostimulator being removed. The patient did not have meningitis. The symptoms included fever, fever pain, redness around the wound and material coming out on the sheets. The primary location of the infection was the left buttocks stimulator with abscess and cellulitis surrounding the area. The culture source was the ins and leads. The type of organism was unknown. On (B)(6) 2011, the patient was admitted and was given IV antibiotics where broad spectrum antibiotics were initiated and subgruently modified for (B)(6). The left buttocks nerve stimulator was removed on (B)(6) 2011 with much puss evacuation from the stimulator pocket. The patient's current status was unknown. The patient had a wound vac until (B)(6) "2012."

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).